Manufacturer narrative:
As reported, the 6mm x 4cm saberx radianz percutaneous transluminal angioplasty (pta) balloon catheter was used for post-dilation after the 8mm/60mm smart otw was implanted. However, it ruptured at its nominal pressure (eight atm). It was removed for safety. Therefore, it was replaced with a same sized new balloon catheter (non-cordis) and it was able to perform post-dilation. The procedure was completed without complications. There was no reported injury to the patient. An approach was made from the left common femoral artery. The lesion was the left iliac artery which had stenosis. Additional information was requested; however, the information was not obtained after multiple attempts. The device was not returned for evaluation. A product history record (phr) review of lot 82276210 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The device was used during post dilation of a smart stent. Damage to balloon material may have occurred when attempting to cross the stenosed lesion with an already implanted stent. The stent struts may easily damage the balloon material. All of these characteristics and procedural factors likely contributed to the failure reported by the customer. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 6mm 4cm saberx radianz was used for post-dilation after the 8mm/60mm smart otw was implanted. However, it ruptured at its nominal pressure (8 atm). It was removed for safety. Therefore, it was replaced with a same sized new balloon catheter (non-cordis) and it was able to perform post-dilation. The procedure was completed without complications. There was no reported injury to the patient. An approach was made from the left common femoral artery. The lesion was the left iliac artery which had stenosis. The device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82276210 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6mm 4cm saberx radianz was used for post-dilation after the 8mm/60mm smart otw was implanted. However, it ruptured at its nominal pressure (8 atm). It was removed for safety. Therefore, it was replaced with a same sized new balloon catheter (non-cordis) and it was able to perform post-dilation. The procedure was completed without complications. There was no reported injury to the patient. An approach was made from the left common femoral artery. The lesion was the left iliac artery which had stenosis. The device will not be returned for evaluation.